Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer purchased 6 of the gum technique deep clean toothbrushes through amazon. On the first use of the toothbrushes, the bristles of the toothbrushes started to fall off.